Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the error 42 issue could not be verified.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Ultimately, it the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.